Event description:
A doctor of ophthalmology reported that a glaucoma fltration device was touched to the patient's iris following surgery. The patient experienced postoperative hypotony. The device remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating the patient also experienced endothelial cell loss.

Manufacturer narrative:
Evaluation summary: no sample was returned, the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. (B)(4).